Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged blank display, vibrate anomaly, and cosmetic damage located at the battery tube found on (B)(6) 2020. Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces due to blank display. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapping out test boards confirms blank display is isolated to pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), battery tube threads cracked, cracked retainer and minor scratches on lcd window. In summary customers alleged blank display was confirmed and isolated to pcba 1. Unable to download history files and traces due to blank display. Unable to confirm vibrate anomaly due to blank display. Customers alleged cosmetic damage on the battery tube was confirmed where a cracked battery tube was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had started to vibrate but there was nothing on the screen but just red light flashing on the insulin pump. The customer stated that they were asleep and it started to vibrate. The insulin pump display was not blank less than 30 seconds and did not return. The contacts on the battery cap was neither damaged not missing. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Display did not return after insulin pump restart. The customer also mentioned that the insulin pump was dropped a year ago and was cracked at the battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.